Event description:
Pt was being infused heparin using a sigma 6000 IV pump. Rate was set at 25ml/hr volume limit was set at 250ml. Unit infused 500ml in 15 minutes. Pt was sent to ICU due to overinfusion. Pt has since recovered.